Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that all the telemetry units are down. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Rebooting the central station without being connected to the tripplite ups battery backup. The central station was connected. The battery backup was the issue of the interference. The complaint was escalated for technical investigation and the results indicate that when the pic ix would reboot it would lose telemetry connectivity. Based on the information available and the testing conducted, the cause of the reported problem was the cable and the battery backups that are at the console. The reported problem was confirmed. The device was operational after repairs were completed. The investigation identified the tripplite ups battery backup as the issue and further action has been initiated. The customer will check and replace batteries where needed. If additional information is received the complaint file will be reopened.